Event description:
The customer reported that a leak was observed at the primary administration set's upper y-site. It is not known whether a secondary set was connected at the time of the leak. No harm was reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
Additional information received from the customer. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a leak was observed at the primary administration set's upper y-site during patient use in nicu. The customer reported that there was no secondary set attached to upper y-site no harm was reported to patient.

Manufacturer narrative:
The customer¿s report that a leak was observed at the primary administration sets upper y-site during patient use was confirmed. Visual inspection observed no anomalies. During the gravity priming a leak was observed at the proximal side of the tubing y-site engagement. Functional testing was not performed due to the leak detected during priming. Dimensional testing on the tubing was performed and the manufacturer¿s specifications were met. The root cause that a leak was observed at the primary administration sets upper y-site during patient use was identified as insufficient solvent at proximal side of the tubing to y-site engagement.